Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a latch roller with natural wear. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This is an ancillary service event opened during investigation of (B)(4). The root cause of the latch roller was undetermined. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.